Event description:
N/a

Manufacturer narrative:
Corrected fields:e1- event site telephone, h6- medical device problem code. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation: it was reported by the sarah through the emergency support program (esp) that during use the cs300 intra aortic balloon pump (iabp), an arterial waveform was not displaying on the screen. There was patient involvement however, no adverse event reported. Sarah stated that a balloon catheter had been placed a few minutes prior. The clinical team had already replaced the transducer setup and cable without improvement and confirmed that all stopcocks were open. Esp personnel asked whether another pump was available in the facility for troubleshooting; however, the team advised that the patient was being transferred to the ICU and did not wish to continue further troubleshooting at that time. Esp personnel provided a contact number and advised the ICU team to call if additional assistance was needed. No further calls were received. Based on the information provided by emergency support program (esp) personnel, no details were available regarding how the issue was resolved as no calls were received. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) could not get waveform. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.